Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip and cracked case at lcd window corners, cracked lcd window, scratches on reservoir tube window and cracked battery tube threads.

Event description:
Customer reported that the insulin pump has cracks on the reservoir compartment and the screen. Blood glucose value is 174 mg/dl. Nothing further reported.